Manufacturer narrative:
Manufacturer's investigation conclusion: the device remains in use and was not available for evaluation. A direct cause for the patient¿s reported sepsis could not be conclusively determined through this evaluation. The heartmate 3 lvas instructions for use (IFU) lists sepsis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU and the heartmate 3 lvas patient handbook provide care instructions with regards to preventing infection. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of the device - 1 year, 9 months. The pump remains implanted and the patient continues on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported during hospital stay for colitis, the patient developed classical s. Aureus sepsis on (B)(6) 2017. Antimicrobial treatment with linezolid was initiated. Although clinical signs of sepsis resolved under this antimicrobial treatment, blood cultures remained positive for s. Aureus. Therefore, a permanent antimicrobial therapy with fusidic acid was initiated. Patient was discharged with this antimicrobial treatment. Resolved on (B)(6) 2017. No further information was provided.